Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting that the cause of the inability to aspirate the catheter was not determined. Surgical intervention occurred to release and untangle catheter in pump pocket but no catheter revision occurred. Device was not explanted and physician believes no further plans for intervention are necessary at this time.

Manufacturer narrative:
Continuation of d10: product ID 8731sc; serial# (B)(6), implanted: (B)(6) 2012; product type catheter product ID 8596sc; serial# (B)(6) 2019 implanted: (B)(6) 2019. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 13-jan-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 20-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 20mg/ml and fentanyl 1500mcg/ml at 72.4mcg/day via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the patient presented for a pump replacement after having had their prior pump permanently shut down. During the procedure, the healthcare provider attempted to aspirate the catheter and was unsuccessful. The caller stated the physician declined to do a back table prime and asked about how long the patient would go without medication due to the internal tubing. The agent reviewed the duration of the prime with and without drug in the pump.